Event description:
Caller reported experiencing a cartridge alarm 20 with their pump during insulin delivery. There was no adverse impact to the customer's blood glucose level. Customer was advised to continue using their current pump while arranging backup therapy with their healthcare provider.